Manufacturer narrative:
Upon completion of the evaluation or in the event additional information is received a follow-up report will be submitted. (B)(4).

Event description:
The customer stated that while on a patient the screen on this unit turned off. The ventilator kept cycling and the patient was removed from this ventilator to another ventilator. There was no harm to the patient.

Manufacturer narrative:
Device evaluation: results of investigation: the carefusion failure analysis lab received the suspect faulty user interface module for evaluation, however the reported issue was unable to be reproduced. Due to the issue not being reproduced the root cause is unable to be determined at this time.